Event description:
A customer reported a delivery delay issue with a replacement adc device. The customer initially reported that the sensor error message was encountered and a replacement sensor was ordered. The customer reported that due to the delivery delay, they were unable to monitor glucose. Consequently, the customer reported that they experienced a medical event however, no further information was provided as the call was disconnected. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.